Manufacturer narrative:
Device power up properly after battery. Device passed self test and displacement test. However, traces of corrosion found at the electronic and motor assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had expose to moisture. The customer¿s blood glucose level was 4.7mmol/l the time of the incident. Customer stated o-ring was not in place. Customer stated the home screen did not appear on the display. Troubleshooting was performed. The insulin pump will be returned for analysis.